Manufacturer narrative:
(B)(6) .

Event description:
Unomedical reference number (B)(4). Event occurred in kuwait. It was reported that patient faced infusion set leak event on (B)(6) 2024 and the leaking was at the qr. The infusion set was in use for less than 1 day. The blood glucose level was 21 mmol/l and the patient was treated with manual injection/insulin pen. No further information available.